Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump shut down without any alarms. The screen went black and there was no alarm to alert the nurse". To continue therapy, another pump console was used. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see assocaited MDR#: 3010532612-2024-00792.

Event description:
It was reported "pump shut down without any alarms. The screen went black and there was no alarm to alert the nurse". To continue therapy, another pump console was used. No patient injury or consequence reported. The patient's current condition is reported as "fine". Associated MDR#: 3010532612-2024-00792.

Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The attached log files were reviewed. Based on the event details and log files "no ap signal" alarms were noted leading up to the event. The "pump" button was pressed by the user followed by an "ECG lead fault" alarm and "purge failure" alarm. Based on the log files, the pump performed as expected due to the ap and ECG signal issues, which prevented the pump from continuing to pump. The source of the signal issues is unable to be determined. It appears the user then performed a power cycle. There was no evidence in the log files to indicate spontaneous power loss. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "ac3 spontaneously shut down" is not able to be confirmed. The product was not returned for investigation. Based on a review of the pump log files, there was no evidence of spontaneous power loss. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.